Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl and the current blood glucose was 330 mg/dl. Customer did not stated any symptoms and treatment related to high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer alleged that the insulin pump was under delivering the insulin. The self test and displacement test were passed. No further patient complications were reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged possible under delivery anomaly and high bg found on (B)(6) 2022. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Test p-cap locked into the reservoir tube successfully. No unexpected motor alarms noted during testing. Insulin pump successfully downloaded to thump. No unexpected motor alarms were noted in the history files or traces on the event date. Insulin pump programmed several bolus units that matched with delivered bolus units in daily history. History files have matching bolus amount and bolus delivered on the event date. Insulin pump delivered 21.1unit of bolus on (B)(6) 2022. The insulin pump was cut open and found dried insulin on the motor slide and evidence of moisture damage on electrical pump and motor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. Possible under delivery anomaly was not confirmed during testing. Insulin pump passed full dry test. Unable to confirm high bg. Exposed to moisture confirmed medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.